Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to that it was damaged during a separate surgical procedure. No additional adverse patient effects were reported.